Event description:
Caller states patient tested 1.1 inr on the coaguchek s system while a comparison lab returned as 2 - 3 inr. No actions taken based on device result. No adverse event reported. Requested return of suspect system, and replacement was sent.

Event description:
Customer had an on-going issue with troponin t results. She received false negative troponin t results for one patient sample that previously tested positive for approximately 20 previous troponin t samples. False low result was not reported out of the lab, patient treatment was not affected. Initial troponin t result <0.010 ng/ml, same sample repeated gave 0.424 ng/ml. The field service representative found room relative humidity at 17% and the liquid level detection was misadjusted. He improved grounding of reagent hub and adjusted lld voltages. He performed performance tests which were within specification. Additional investigation concluded possible reasons for the discrepancy were grounding of the reagent hub and low humidity in combination with misadjusted lld. Patient treatment was not affected.